Event description:
Reporter stated device was noticed to have a missing 3rd contact on it. Reporter indicated there was charring of the metal at the base of the interconnector. Reporter stated not knowing if the allegation was a cleaning issue and there was no impact to pts or staff. A request was made for the return of the suspect device and replacement product was sent.